Event description:
Brief inquiry description: onguard 2 spike port adaptor loose fitting and falling out of bags. Detailed inquiry description: 412143 sometimes feels loose when inserted into b. Braun pab 100ml bags and 250 ml excel bags, one incident where the spike fell out of a pab bag when it was in under the hood. Injury- no.